Manufacturer narrative:
The pod was received with the soft cannula deployed and the slide insert in the viewing window. The formed needle was fully retracted. The download data showed that the pod completed 23 first prime pulses and was deactivated after 111 pulses due to an 0x42 alarm, indicating that the minimum number of safety sensor pulses between safety sensor transitions was not reached. Rotational sensor data showed multiple rotational sensor abnormalities, which resulted in the 0x42 alarm. Rerun of the pod replicated the rotational sensor abnormalities. The pod was reset to the not deployed state and the ratchet gear was rotated to the position that it was received in. An external power supply was used to manually actuate the sma wire and each pulse leading up to the needle mechanism firing was counted. 47 pulses occurred before the needle mechanism fired. A single rotation of the ratchet gear occurs every 100 pulses, indicating that the ratchet gear was received with the firing flat positioned 53 pulses after needle mechanism deployment. This would indicate that the needle mechanism deployed at pulse 58, however, the download data showed that second prime ended at pulse 33 due to the rotational sensor malfunction causing first prime to end at pulse 23, indicating that the needle mechanism did deploy later than expected. Inspection of the drive mechanism found evidence of contamination on the commutator cap. This contamination contributed to the rotational sensor abnormalities that resulted in the needle mechanism deploying late and contributed to the generation of the 0x42 alarm.

Event description:
It was reported that the needle deployed late and then went into alarm mode. The pod was worn between 1 and 4 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.